Manufacturer narrative:
D4. Lot number, serial number, expiration date, primary UDI number and h4. Device manufacture were unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella device for mechanical circulatory support experienced slight groin oozing after the physician elected to leave the peel-away sheath in place when transferring the patient to the intensive care unit (ICU). The sutures placed around the sheath were tied too tightly, which contributed to the oozing. The sutures were revised, and the oozing resolved. No patient harm was reported, and the patient survived the procedure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Major bleed: the cause of the access site adverse event was use related since the physician decided to keep the introducer in and redoing the too tight sutures stopped the oozing. Device history review: the introducer batch passed all incoming inspection checks.

Manufacturer narrative:
Additional information noted that the oozing here is minor bleed and it resolved after changing the tension in the already placed sutures. So no additional surgical intervention. And therefore this will be a non reportable incident. And codes were updated accordingly.